Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If additional information is made available, the investigation will be updated as applicable. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the co2 gas was leaking from the trocar. A nurse found that the rubber seal was loosened. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4) date sent: 7/1/2021 h6: component code: mechanical (g04) investigation summary the analysis results found that the b11lt device was returned with no damage in the external components. A leak test was performed and the device was noted to leak with the test probe inserted through the device. No conclusion could be reached as to what might have caused the damage on the device. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.